Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.0 mm cannulated drill bit/qc 150 mm, part number 310.221, lot number f-11332). The subject device was returned with the complaint condition stating: article 310.221 lot f-11332 we have received a drill bit for investigation. The visual inspection has shown that approximately 2 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 616-638 hv10 also within the specification of 580 +60/0 hv10. Measurement outer diameter ø2.0: drawing gage: 3-03-17585 tolerance ø2.0 0/-0.03 result of drill bit is: ø1.98 "pass" article 312.140 lot 8761218 we have received a double drill guide for investigation. The visual inspection has shown that approximately 5 mm from the tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 530-542 hv10 also within the specification of 500 +80/0 hv10. This lot of (B)(4) pieces were manufactured in february 2014 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. The relevant dimension could not be measured as the tip of the double drill guide is completely broken off. Unfortunately, we are not able to determine the exact cause which has led to this occurrence, we can only reasonably conclude that a mechanical overload situation has led to breakages. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are hsz, gfa, and gff. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jan 12, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that upon receiving a loan set from the synthes distributor, the instruments were examined at it was observed that the tip of drill bit is broken and the double drill guide is damaged (unspecified). It is unknown when or how the damage occurred but there was no report of patient or surgical involvement. This complaint addresses the broken drill bit. This report is 1 of 1 for (B)(4).